Event description:
The initial reporter received questionable troponin t hs elecsys results from three patient samples tested on the cobas e 801 analytical unit. The initial results were not reported outside of the laboratory because the results did not match the patient's clinical diagnosis alerting the reporter to an issue with the results. The reporter stated that the results were from the same reagent lot number produced by three different analyzers. The reporter was only able to provide one analyzer used and was not able to specify the analyzer used for the results. Sample (B)(6) the initial result was 60 pg/ml. The repeat result was 4.92 pg/ml. Sample (B)(6) the initial result was 240 pg/ml. The repeat result was 11.9 pg/ml. Sample (B)(6) the initial result was 122 pg/ml. The repeat result was 13.5 pg/ml.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation excluded a general reagent problem. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.